Event description:
A patient specific request was received for the patient's left knee. Noted on the form: "knee revision: need more flexion. Dr. Performed a standard mako tka on this patient who is now lacking deep flexion. He's looking to revise the femoral component by downsizing and creating more space posteriorly for deeper flexion. The patient currently has a stryker size 1 ps femur in her left knee as well as a size 1universal baseplate. The knee itself is lacking flexion. Dr. Is looking to downsize the femur to a size 0 in hopes of the implant decreasing in size by 3mm both a/p and m/l. He's looking to retain the tibia, which is why we're looking for a custom femur. He's looking for a stemmed size 0 ts femur and doesn't care if the stem is modular or non modular. He's looking for a 50mm stem in length. He understands the base of the stem starts at 15mm in diameter, and would like it to taper down to 12mm distally. The patient's anatomy is tiny. The surgeon who performed the primary procedure also did a manipulation under anesthesia. The patients' full range of motion is 15 degrees of extension to about 45 degrees of flexion." Planned date of surgery is (B)(6) 2022.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.